Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/28/2024, it was reported by a sales representative via email that ar-8934bck knotless suturetak pulled out. The anchor remained in bone, but the sutures pulled through. The case was completed using fibewire to complete the case. This was discovered during an atfl procedure on (B)(6) 2024. Additional information provided 3/4/24: the 3.0 suturetak disposable kit was used to prepare the bone socket. The patient's bone quality was good. No delay in the case. Additional anesthesia was not needed. The patient didn't suffer negative effects.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.